Manufacturer narrative:
Additional information will be submitted upon 30 days of receipt.

Event description:
The patient was enrolled in the study in 2009 with a lesion in the right carotid artery. The lesion was 1.8mm in length, eccentric, mildly calcified and had 80% stenosis. The vessel was 5mm in diameter and was moderately tortuous. The lesion was pre-dilated and an angioguard was placed. Then a precise stent was implanted. The procedure was completed without any complications. It was noted that the day of the index procedure, the patient developed gradual, left hemiparesis and hemineglect. The patient complained of these symptoms once the procedure was completed and he was back in his room. The patient was diagnosed with an ischemic stroke and remains in the hospital with symptoms, although he is getting better. The patient was no given any treatment for the stroke.

Manufacturer narrative:
This (B)(4) study patient underwent carotid artery stent implantation and suffered an ischemic stroke. This is an (B)(6) male with medical history including CABG (coronary artery bypass graft). This patient met the high-risk criteria for age greater than 75 years and contralateral carotid stenosis. The target lesion was right carotid artery described as eccentric, moderately tortuous, mildly calcified and 80% stenotic. An angioguard was inserted, tracked, deployed and retrieved without report of difficulties. The lesion was pre-dilated. One precise stent was implanted without report of difficulties. The patient left the angio suite neurologically intact. Later the same day, the patient presented left hemiparesis and hemineglect. The onset of the symptoms was gradual. This was diagnosed as an ischemic stroke. There was no treatment documented for the stroke. The patient remained in the hospital following the stroke and the recovery is unknown. The stent remains implanted thus unavailable for analysis. Review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 14015364 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. No units were rejected during the final assembly of this lot. No other issues were noted that were considered potentially related to the reported complaint. No nonconformance records were issued for this lot. No excursions were found for lot 14015364. Ischemic stroke is a well-known potential adverse event associated with the carotid stent implantation procedure. Stroke is associated with a stoppage or slowing of blood flow to the cerebral arteries. The physical manipulation of the carotid arteries produces the risk of dislodgement of debris that may travel upstream to the cerebral arteries potentially disrupting perfusion. There is no evidence that manufacturing issues contributed to the event. Review of the information suggests that vessel, patient and procedural factors may have contributed to the reported stroke.